Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. Reportedly the customer wears the pump against the skin. The customer's blood glucose (bg) level was 375 mg/dl and the customer delivered manual injections to manage bg level. The customer was able to clear the alarm and resume insulin delivery.